Manufacturer narrative:
Service was not dispatched for this incident. Root cause is not known but may be a reagent issue.

Event description:
The customer reported that false positive rheumatoid factor (rf) patient results, associated with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot, were generated on an immage immunochemistry system. No patient results were provided by the customer so it is unknown how many patients were involved in this event. Nor is it possible to assess the actual patient results generated by the instrument and rf reagent. The rf reagent lot number in use on the instrument during time of this event was m012376. The patient did not provide the instrument serial number which generated the false positive rf results. The erroneous results were not reported out of the laboratory hence there were no deaths, serious injuries or change to patient treatment associated or attributed to this event. No issues with other chemistries were reported. No patient specific information was provided by the customer. No sample issues were noted. No additional sample handling/collection information was provided by the customer.